Event description:
A surgeon reported a pt with uncorrected astigmatism following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the pt needs glasses for correction and that an exchange or rotation will not be performed.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/01/2009 and 04/10/2009 by phone, fax, and mail. A completed questionnaire was received on 04/16/2009. This report was mailed to FDA on: 04/24/2009.